Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during manual prime. Customer's blood glucose at time of incident was 513 mg/dl. The customer could not recall any significant events that led to incident. During the troubleshooting, she indicated that she accidentally rewound the pump and tried to prime it but that the no delivery alarmed while priming. She indicated that she filled a new reservoir and infusion set and indicated that insulin was in the tube. She stated that no alarms occurred and that product was performing. The customer was advised that the device would be replaced and she agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).